Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had two incidents of unexplained high blood glucose in the last couple of months. Customer stated that her blood glucose was getting high into the 300's mg/dl and she went into diabetic ketoacidosis. Customer stated that she started taking insulin shots. Customer reported that her blood glucose was over 600 mg/dl at the time of the incident. Customer stated that she was not eating and changed out her infusion set 3 times. Customer started a new bottle of insulin but it took 3 hours to get her blood glucose to go down. Customer reported that she was also taking shots. Customer's current blood glucose was 213 mg/dl. Customer had symptoms related to her high blood glucose such as a migraine, vomiting, and pain. Customer was advised to do a complete set change.